Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Currently the patient is accusing pain and high ions levels (cr-co) were detected in blood.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd: 19-dec-2016: medical records received. After review of the medical records for MDR reportability, lab values confirm the elevated metal ion levels. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
The complaint states due to coxarthrosis, the patient in the (B)(6) 2009 received a depuy implant at the left hip. Currently the patient is accusing pain and high ions levels (cr-co) were detected in blood a complaints search identified previous complaints received for abnormal clinical results. A lot specific search did not identify any other complaints. A review of manufacturing records was not required as per (B)(4). Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.